Event description:
Based on the info provided to mentor, a pt experienced bilateral baker grade 2 1/2 capsular contracture following breast augmentation with smooth saline-filled mammary prostheses. It was also reported that the pt experienced symptoms of fatigue and brain fog and scleroderma-type skin rashes. The devices were removed in 2007.

Manufacturer narrative:
Based on the info provided to mentor, a pt experienced bilateral baker grade 2 1/2 capsular contracture following breast augmentation with smooth saline-filled mammary prostheses. It was also reported that the pt experienced symptoms of fatigue and brain fog and scleroderma-type skin rashes. One of the pt's explanted devices was returned to mentor for eval. The device was found to be intact with no anomalies. Based on the info provided, pe concluded the capsular contracture in the pt's breasts was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants. Based on these studies, pe is unable to confirm that the reported symptoms are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the pt and physician are fully informed of any potential risks. Additionally, trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance.